Manufacturer narrative:
(B)(4). No known impact or consequence to the patient. Catheter leak. Failure to deliver. The event is currently under investigation.

Event description:
During the procedure, the chait percutaneous catheter was placed in the jejunum (off label use) as a feeding tube for the (B)(6) year old female patient. The catheter collapsed due to phenobarbital. Additional information provided on (B)(6) 2015: nutrition was given over the chait in addition to medication for 20 hours per day. Little bursts could be seen on the chait and it started to dysfunction because it was leaking out of the catheter and next to the catheter. The first incident occurred on (B)(6) 2015, placement was done on (B)(6) 2015. The device was removed and the child received a regular feeding tube in the jejunum afterwards. It is working properly at the moment. At this time the patient is doing okay.

Manufacturer narrative:
Investigation: a review of complaint history, instructions for use (IFU), quality control (qc) and a visual inspection was conducted during the investigation. The customer returned one used chait catheter. The device is a component of the set tdcs-100. When it was returned, the complaint device was not in the usual coiled shape of the chait cecostomy catheter. The loops were not concentric, but turned in different directions. The complaint device showed significant cracking in the catheter tubing. The shaft was still flexible and not brittle but the cracks were noted along the length of the shaft from 2cm distal to the trap door fitting to 13 cm distal to the fitting. There was also a white suture located at 9 cm distal to the trap door fitting. The area near the sideports, the last 8.5cm from the distal tip did not show the cracks. It is unclear whether the medication cited in the customer statement or the placement in a location in the body that is different from intended use caused the cracking in the shaft, however, it is reasonable to suspect that one or both caused the noted device failure. The IFU states, "the chait cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus, and is intended to be an aid in the management of fecal incontinence." Also, "perform contrast injection to confirm catheter position and patency within the cecum." There is no evidence to suggest the device was not manufactured to specification based on the customer statement and examination of the complaint device, we believe that the root cause of this event was the use of the device outside of its design and intended use. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
During the procedure, the chait percutaneous cecostomy catheter was placed in the jejunum (off label use) as a feeding tube for the (B)(6) female patient. The catheter collapsed due to phenobarbital. Additional information provided on 16 july 2015: nutrition was given over the chait in addition to medication for 20 hours per day. Little bursts could be seen on the chait and it started to dysfunction because it was leaking out of the catheter and next to the catheter. The first incident occurred on (B)(6) 2015, placement was done on (B)(6) 2015. The device was removed and the child received a regular feeding tube in the jejunum afterwards. It is working properly at the moment. At this time the patient is doing okay.